Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room about two days due to hyperglycemia on (B)(6) 2018. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that they were sick due to high blood glucose. The device will not be returned for analysis.